Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd integra¿ syringe with detachable needle broke off into the injection site during use. There was no report of exposure, but there was report of medical intervention noted.

Event description:
It was reported that the bd integra syringe with detachable needle broke off into the injection site during use. There was no report of exposure, but there was report of medical intervention noted.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. One loose 3ml integra assembled syringe with needle in an opened package was received, confirmed to be from batch #7271523 (p/n 305270). The sample was visually evaluated. The sample had signs of use with liquid residue inside and outside. The print was all wiped off and the plunger rod was found to be fully depressed above the barrel shroud. The needle was retracted in the syringe barrel as expected per product design. No defects were found during the evaluation. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Root cause not defined since defects were not confirmed in sample received. No corrective actions recommended since product defect was not confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.